Event description:
It was reported that the patient experienced hyperglycemia with a highest cgm reading of 400 mg/dl for approximately four hours while using the ilet with a steel infusion set placed near the mid-abdomen; the patient had eaten four hours prior, had recently changed supplies after running out of insulin, and had taken prednisone and another pain medication known to increase blood glucose. Symptoms included hyperglycemia manifested by blurry vision. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and was categorized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.